Manufacturer narrative:
Analysis was performed remote clinical support (rcs) personnel which included communication and troubleshooting with the customer biomed and the registered nurse (rn) on the floor. The rn confirmed that the alarm source was set to pulse. Rcs had the rn change the source to ECG/arr. The monitor is now working as expected with alarms on for ECG and arrhythmia. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the alarm source setting was incorrect. The issue was resolved by changing the alarm source to ECG/arr. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the alarms are off for ECG and the staff cannot activate them. After reboot, the monitor alarms are "muted" and cannot be unmuted. The device was in use on a patient at time of event, there was no adverse event reported.